Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), cyst ("cyst"), fatigue ("fatigue"), nausea ("nausea") and anaemia ("anemia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, migraine, dysmenorrhoea, cyst, uterine leiomyoma, fatigue, nausea and anaemia outcome was unknown. The reporter considered anaemia, cyst, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("menorrhagia"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), cyst ("cyst"), fatigue ("fatigue"), nausea ("nausea") and anaemia ("anemia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered anaemia, cyst, dysmenorrhoea, fatigue, heavy menstrual bleeding, migraine, nausea, pelvic pain and uterine leiomyoma to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014. Discrepancy noted in essure removal date: (B)(6) 2017. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of right lower quadrant pain, left lower quadrant pain, urinary tract infection, migraine, diabetes mellitus, hemorrhagic cyst, vaginal bleeding, headache, abdominal pain, intermenstrual pain, diabetes, abnormal uterine bleeding and pelvic pain. The patient had a family history of high cholesterol, thyroid disorder, asthma, diabetes and hypertension. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("menorrhagia"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), cyst ("cyst"), fatigue ("fatigue"), nausea ("nausea") and anaemia ("anemia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered anaemia, cyst, dysmenorrhoea, fatigue, heavy menstrual bleeding, migraine, nausea, pelvic pain and uterine leiomyoma to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014. Discrepancy noted in essure removal date: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: sectioning of the unattached fallopian tube reveals a tan-white, stellate shaped lumen and a wall thickness measuring up to 0.2 cm. Sectioning through the remaining portion of the fallopian tube connected to the uterus reveals that the lumen contains silver wiring. Sectioning through the proximal portion of the attached fallopian tube also reveals silver wiring within the lumen. The attached fallopian tube has a pinpoint to stellate shaped lumen, and a wall thickness that measures up to 0.2 cm. No discrete lesions or masses are identified within either fallopian tube. [Ultrasound pelvis] on (B)(6) 2018: 3.6 x 3.0 x 3.5 cm cyst arising from the left ovary, showing a few internal echogenicities likely representing debris or evolution of hemorrhagic cyst. Otherwise, normal sonographic evaluation of the pelvis. The uterus measures 8.3 x 5.3 x 6.2 cm. The endometrium measures 7 mm in thickness. No myometrial mass is seen. No free intraperitoneal fluid is seen within the posterior cul-de-sac. The right ovary measures 3.1 x 1.9 x 2.6 cm. The left ovary measures 4.3 x 3.8 x 3.9 cm. There is a 3.6 x 3.0 x 3.5 cm cystic lesion in the left ovary with a few internal echogenicities. Doppler flow is seen in both ovaries. Bilateral essure wires are in place. [X-ray] on (B)(6) 2016: essure device in the pelvis along the expected location of the fallopian tubes. Normal bowel gas pattern. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), cyst ("cyst"), fatigue ("fatigue"), nausea ("nausea") and anaemia ("anemia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, migraine, dysmenorrhoea, cyst, uterine leiomyoma, fatigue, nausea and anaemia outcome was unknown. The reporter considered anaemia, cyst, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pif received: case upgraded to serious incident, previously reported event "injury nos" updated to event "pelvic pain female". Event menorrhagia, migraine, dysmenorrhea, cyst, fibroids, fatigue, nausea, anemia added. Removal details added, patient's demographics updated and patient dob added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.